Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 318 mg/dl at the time of the incident. Troubleshoot was not performed for blank display in the interest of safety and time. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self-test, off no power test and displacement test due to blank display. No vibration anomaly or audio beep/humming noise anomaly noted. Insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.